Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker. The device was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarms noted. The device alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk.

Event description:
It was reported that the customer's insulin pump was receiving an a33 alarm. Her blood glucose was 300mg/dl at the tie of reporting. She stated that her insulin pump was getting stuck in the rewind and prime sequence. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.